Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: after the surgery of esophageal cancer, the patient went to the outpatient service of the hospital on (B)(6) 2019, and was diagnosed with 250ml intravenous infusion of fat emulsion injection. During the process of indwelling and draining, the needle tube was found to have liquid leakage, and the indwelling needle was immediately replaced.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9023857. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: after the surgery of esophageal cancer, the patient went to the outpatient service of the hospital on (B)(6) 2019, and was diagnosed with 250ml intravenous infusion of fat emulsion injection. During the process of indwelling and draining, the needle tube was found to have liquid leakage, and the indwelling needle was immediately replaced.